Event description:
On 08/27: customer reports the system fluoro failed during a pt procedure. Customer did not have any pt or procedural info except they knew a portable c-arm was brought in and the procedure completed. No reported injury.

Manufacturer narrative:
Fse troubleshot the problem per the sedecal generator service manual to a failure in the atp console board. Third party service replaced the atp console board and reloaded the software to resolve the reported issue. No parts were returned for investigation.